Event description:
It was reported that there were noises and alarms from the ventilator. The reason for the noises and alarms was a hole in the o2 connection hose. After replacing the faulty part, the ventilator worked without any errors experienced. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
According to received information, there was a leakage in the connection hose that caused the noise and the ventilator alarm for low pressure. There was no indication of a ventilator malfunction. The device log files confirmed the reported event and that the ventilator generated alarms. A leakage in the connection hose could, in worst case scenario, result in no oxygen being delivered to the ventilator. If this happens during ventilation, the ventilator will switch over to air, and alarms will be generated. Since no goods were returned for further investigation, despite several requests and reminders having been sent, the root cause for the reported issue could not be determined.

Event description:
(B)(4).